Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, when in use, the fluid does not pass through the blockage at the connector. Defective quantity 7 pcs.